Manufacturer narrative:
The dialyzer has not been returned for evaluation. The complainant indicated that a sample is available to be returned for manufacturer evaluation. However as of 10/24/2017, a sample has not been received. In the event a sample is received a follow up MDR will be submitted a definitive conclusion regarding the incident cannot be reached without examination of the complaint sample. During the lot history review it was noted that there are two complaints reported against the lot. Both complaints were reported from different customers. One complaint addresses confirmed plugged fibers on a sample that was returned. The current complaint addresses an unconfirmed internal blood leak with no sample returned. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
Hemodialysis nurse reported a blood leak during initiation of the patient's treatment. During follow up another hemodialysis nurse reported that the patient did not need any medical intervention. The patient was moved to another machine to complete dialysis. The machine had alarmed, blood was visible in the dialyzer and hansen connectors. Strip test was performed and positive. Patient lost one circuit of blood approximately 200 cc. The dialyzer has not been returned for evaluation.